Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") in an adult female patient who had essure (batch no. C03094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, anemia, gestational diabetes, uterine fibroid and ovarian cyst. Concomitant products included atorvastatin, lisinopril since 2016, nifedipine (procardia) and omeprazole (prilosec). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). In 2015, the patient experienced depression ("psychological or psychiatric problems: depression"), tooth disorder ("dental problems"), dizziness ("neurological conditions or problems type: constant lightheadedness and memory loss"), amnesia ("neurological conditions or problems type: constant lightheadedness and memory loss"), vomiting ("gastrointestinal or digestive system condition: type: vomiting, bloating, acid reflux and diarrhea"), abdominal distension ("gastrointestinal or digestive system condition: type: vomiting, bloating, acid reflux and diarrhea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: type: vomiting, bloating, acid reflux and diarrhea"), diarrhoea ("gastrointestinal or digestive system condition: type: vomiting, bloating, acid reflux and diarrhea"), weight increased ("weight gain"), pain in extremity ("other injury(ies) or complication (s) please describe: leg pain, muscle ache"), myalgia ("other injury(ies) or complication (s) please describe: leg pain, muscle ache/muscle pain") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced rash ("allergic or hypersensitivity reaction type: skin rash and discoloration/rashes or skin conditions type: skin rash and discoloration"), skin discolouration ("allergic or hypersensitivity reaction type: skin rash and discoloration/rashes or skin conditions type: skin rash and discoloration") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced arthralgia ("left hip pain/knee pain"), joint swelling ("knee swelling") and abdominal pain ("abdominal pain"). The patient was treated with vitamin b and surgery (salpingectomy (bilateral) with hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, nausea, tooth disorder, dizziness, amnesia, allergy to metals, fatigue, gastrooesophageal reflux disease, weight increased, pain in extremity and joint swelling outcome was unknown, the rash, skin discolouration, abdominal distension, myalgia, arthralgia and abdominal pain had resolved and the vomiting, diarrhoea and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, arthralgia, depression, diarrhoea, dizziness, fatigue, gastrooesophageal reflux disease, joint swelling, menorrhagia, myalgia, nausea, pain in extremity, pelvic pain, rash, skin discolouration, tooth disorder, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: 3 coils were noted to be trailing in the uterus, 5 coils noted to be trailing in the uterus. On (B)(6) 2018- current weight 235 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") in an adult female patient who had essure (batch no. C03094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, anemia, gestational diabetes, uterine fibroid and ovarian cyst. Concomitant products included atorvastatin, lisinopril since 2016, nifedipine (procardia) and omeprazole (prilosec). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). In 2015, the patient experienced depression ("psychological or psychiatric problems: depression"), tooth disorder ("dental problems"), dizziness ("neurological conditions or problems type: constant lightheadedness and memory loss"), amnesia ("neurological conditions or problems type: constant lightheadedness and memory loss"), vomiting ("gastrointestinal or digestive system condition: type: vomiting, bloating, acid reflux and diarrhea"), abdominal distension ("gastrointestinal or digestive system condition: type: vomiting, bloating, acid reflux and diarrhea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: type: vomiting, bloating, acid reflux and diarrhea"), diarrhoea ("gastrointestinal or digestive system condition: type: vomiting, bloating, acid reflux and diarrhea"), weight increased ("weight gain"), pain in extremity ("other injury(ies) or complication (s) please describe: leg pain, muscle ache"), myalgia ("other injury(ies) or complication (s) please describe: leg pain, muscle ache/muscle pain") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced rash ("allergic or hypersensitivity reaction type: skin rash and discoloration/rashes or skin conditions type: skin rash and discoloration"), skin discolouration ("allergic or hypersensitivity reaction type: skin rash and discoloration/rashes or skin conditions type: skin rash and discoloration") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced arthralgia ("left hip pain/knee pain"), joint swelling ("knee swelling") and abdominal pain ("abdominal pain"). The patient was treated with vitamin b and surgery (salpingectomy (bilateral) with hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, nausea, tooth disorder, dizziness, amnesia, allergy to metals, fatigue, gastrooesophageal reflux disease, weight increased, pain in extremity and joint swelling outcome was unknown, the rash, skin discolouration, abdominal distension, myalgia, arthralgia and abdominal pain had resolved and the vomiting, diarrhoea and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, arthralgia, depression, diarrhoea, dizziness, fatigue, gastrooesophageal reflux disease, joint swelling, menorrhagia, myalgia, nausea, pain in extremity, pelvic pain, rash, skin discolouration, tooth disorder, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: 3 coils were noted to be trailing in the uterus, 5 coils noted to be trailing in the uterus. On (B)(6) 2018- current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received. Events per pfs: pain, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: skin rash and discoloration/rashes or skin conditions type: skin rash and discoloration, psychological or psychiatric problems: depression, nausea, dental problems, neurological conditions or problems type: constant lightheadedness and memory loss, nickel allergy, fatigue, gastrointestinal or digestive system condition: type: vomiting, bloating, acid reflux and diarrhea, weight gain, other injury(ies) or complication (s) please describe: leg pain, muscle ache, hair loss, left hip pain/knee pain, knee swelling and abdominal pain were added. Outcome of the event and its date was added. Lot number was added. Concomitant diseases were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.